Event description:
The customer reported that the pt experienced swelling at the site four days post procedure. The pt was placed on antibiotics by the family physician for swelling. Three days post antibiotics, during the f/u call from the hospital, the pt expressed that the site had popped open and there was bleeding. The pt was told to come into the hospital 4 days post vasoseal deployment. An ultrasound was performed. A small pseudoaneurysm was visualized and compressed. No further complications were noted.